Event description:
It was reported that the asymptomatic patient presented in clinic with episodes of non-sustained rv oversensing that were seen on merlin.net transmissions. Further review of the episodes noted myopotential oversensing causing inhibition of pacing. Programming changes were made. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.